Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2013-00145. It was reported the patient (B)(6) was no longer receiving adequate therapy relief. Surgical intervention was undertaken to address this matter. Upon opening of the lead incision site, breaks in the anchor were observed, and the lead was found to have migrated distally. The patient denies experiencing any traumatic events which may have attributed to this occurrence. The patient's lead and anchor were replaced, and effective stimulation was recaptured following the procedure.